Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use of ht70 ventilator, the screen froze at the 6-images photo. There was no patient involvement at the time of the event.